Manufacturer narrative:
Device manufacturer address: the device was manufactured at one of the following facilities: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a low drain volume alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that the patient line fell on the floor before connection causing 1 inch of air in the patient line. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.